Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. 2 implants and 1 unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant fractured at the collar. Also fracture screw identified inside implant (tsvb11). However, the tsv4b11 fractured collar was not confirmed. Was unable to detect any fractures. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were smoker, bruxism, deficient oral hygiene, and moderate bone density (type ii). The reported devices were at tooth location 13 & 34 (fdi) for approximately 5 years, 2 months. The customer did not provide x-rays or images. Review of appropriate documents: instructions for use - tapered screw-vent and trabecular metal implants - ifu4869 rev 9 - 10/2019. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot numbers, and it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' & 'fracture screw'. Unknown zimmer screw DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. 'March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information: tsv4b11, device malfunction occurred, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Premarket identification /k013227.

Event description:
It was reported that the implants at tooth locations 13 and 34 were removed due to fracture at implant collars. Additional appointment required: yes. Curettage performed. Surgical procedure was completed with other implants.